Event description:
Related manufacturer reference number: 2017865-2019-13232. Related manufacturer reference number: 2017865-2019-13233. It was reported that the right atrial lead exhibited persistent noise resulting in auto mode switch and noise reversion episodes. During explant of the atrial lead, the right ventricular lead was noted to have an insulation breach, and the left ventricular - lv lead was inadvertently displaced during the procedure. All leads were successfully explanted. Upon explant of the lv lead, the previously reported externalized conductors were noted near the proximal electrode. The patient¿s condition was stable before, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.